Event description:
The pt reportedly experienced no sound percept. Device testing revealed abnormal results with open electrodes. The pt's device was explanted. The pt was reimplanted with another advanced bionics cochlear device.